Event description:
The hospital biomedical engineer reported the back up alarm was intermittent while he was testing the device. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device alarm is not audible. There was no patient harm.

Manufacturer narrative:
The pca tahoe control board was returned to the manufacturer for failure investigation. The customer returned controller board was tested and no failures were identified.

Manufacturer narrative:
Resolution and disposition: the manufacturer's bench technician replaced the backup speaker and the controller board to address this finding. The device successfully passed performance specification testing.